Event description:
It was reported that few of the patients currently use magic 3 and magic 3 go catheters and they have found that the catheters vary in width, despite the french size being the same. They have noticed that with both the magic 3 and magic 3 go catheters 8 fr (magic 3, magic 3 go) and 10 fr catheters (magic 3, magic 3 go). At first, they thought that it might just have been a discrepancy with the one box they received, however, they noticed that the issue has continued, therefore, they have requested a product change. In all of their years of using the magic 3 catheters, they have never found this to be an issue until this year. Per the customer response received via task on 09 feb 2026, the issue had occurred months earlier and had continued for some time. The customer believed they had provided someone from bard with the patient¿s contact information so that someone could reach out. They stated that they had been unable to provide any patient information via email due to hipaa restrictions. Troubleshooting had included adding more lubrication to the catheter, but this had not made a difference. The catheter had caused bleeding in the stoma when used. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that few of the patients currently use magic 3 and magic 3 go catheters and they have found that the catheters vary in width, despite the french size being the same. They have noticed that with both the magic 3 and magic 3 go catheters 8 fr (magic 3, magic 3 go) and 10 fr catheters (magic 3, magic 3 go). At first, they thought that it might just have been a discrepancy with the one box they received, however, they noticed that the issue has continued, therefore, they have requested a product change. In all of their years of using the magic 3 catheters, they have never found this to be an issue until this year.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.